Event description:
In 1998, pt had l5-s1 discectomy and fusion with two 17 x 24mm bad/proximity cages, part # 8001-1724-00, lot # p970114. At some point in 2000, pt had surgery to remove the bak cages.